Manufacturer narrative:
A visual inspection and analysis was performed on the returned device. Device dislodged or dislocated was confirmed. The reported difficult to advance could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It was reported that the balloon-expandible stent (bes) was advanced through the introducer sheath to the lesion; however, resistance with the sheath was felt. Therefore, the device and sheath were removed from the anatomy, but the stent dislodged. Analysis of the returned device confirmed the stent dislodgement. In this case, it is likely that the device interacted with the introducer sheath during advancement, causing the reported difficulty to advance and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the left common iliac artery. An 8x29mm omnilink elite balloon-expandable stent (bes), was advanced through the introducer sheath to the lesion; however, resistance with the sheath was felt. The bes and the sheath were removed from the anatomy, with no resistance noted; however, the stent dislodged. The dislodged stent was located inside the introducer sheath, and a non-abbott device was used to complete the procedure. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the left common iliac artery. An 8x29mm omnilink elite balloon-expandable stent (bes), was advanced through the introducer sheath to the lesion; however, resistance with the sheath was felt. The bes and the sheath were removed from the anatomy, with no resistance noted; however, the stent dislodged. The dislodged stent was located inside the introducer sheath, and a non-abbott device was used to complete the procedure. There were no adverse patient effects nor clinical delay reported. No additional information was provided.